Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
A (B)(6) customer stated she purchased a contour xt at a local pharmacy and it reads in mg/dl instead of mmol/l. No adverse event was alleged. The customer was advised to return the meter for investigation. A new meter was sent to her.

Manufacturer narrative:
The meter label is correct for us market. (B)(6) customer procured a us meter, possibly from online sales.